Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR#2134265-2017-09428. It was reported via voluntary medwatch that stent explantation and pericardial effusion occurred. The choice¿ pt guide wire was placed and a 2.5 x 12mm synergy ii stent implanted to treat an unspecified target lesion. The stent was considered to be well apposed and well positioned. When the guide wire was being removed, the wire caught on the implanted stent and the stent was removed from the patient. The patient developed pericardial effusion requiring pericardiocentesis. No further patient complications were reported and the patient was discharged five days later in good condition.